Manufacturer narrative:
The date of the event was reported as an unknown date "earlier this month". (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported. Unspecified solution would not flow through an unspecified quantity of one-link non-dehp standard bore catheter extension sets. The event occurred during device set up; therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, two (2) companion samples were received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed according to product specific. A functional test including pressure and clear passage was performed which revealed a satisfactory result. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.